Event description:
It was reported that the patient had difficulty in charging the ipg. The patient underwent a revision procedure where the ipg was replaced with a non-rechargeable device. The patient was doing well postoperatively. The explanted ipg was not returned as it was kept by the medical facility.